Event description:
Patient was developing hematomas and also exhibited poor flow. One of the cannulas had been placed in the svc. Additionally pt was running dialysis with two medical valves. Three pockets were made during implant surgery and two valves were placed medically. A decision was made to remove the cannula from the svc and replace with a cannula in the correct place, the right atrium.